Event description:
The customer reported that the freedom driver exhibited fault alarms while supporting a pt at (B)(6). The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited fault alarms while supporting a patient at (B)(6). The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. Review of the electronic data revealed a "speaker 1 voltage too high when on" fault, which is the latest fault alarm recorded since the driver was last serviced. During patient use, this alarm can present itself (I) during onboard battery exchange while operating the freedom driver only on battery power or connected to ac power or (ii) if an onboard battery is not fully latched in place and there are intermittent communication errors. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 48 hours, and the driver performed as intended with no issues. The customer-reported fault alarm could not be functionally reproduced during incoming investigation testing and, therefore, the root cause could not be determined. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.